Event description:
It was reported that the vns pt had surgery due to a worsening in seizure activity. The pt was seen for follow up in (B)(6) 2010 with the treating neurologist and according to the clinic notes received, the physician had noted that the vns device was at end of service, and the elective replacement indicator was set to yes. Diagnostics test results documented in the notes indicated normal device function. The pt subsequently had surgery in (B)(6) 2010 where the generator was replaced. The explanted generator has been returned to MFR where analysis is underway. When the implant card was returned to MFR from the hospital, the reason for generator replacement was noted to be due to generator failure. Good faith attempts to obtain clarification have been made, but no additional info has been received to date.